Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector on the link electronic module (lem) board w as loose and it was therefore replaced and calibrated. It was further noted that the overlay assembly was broken and it was also replaced and the stylus calibrated. (B)(4).